Event description:
It was reported that thrombus was observed at the target vessel. There was no damage noted to the packaging and no difficulty removing the device from the packaging. There was no difficulty removing the balloon sleeve. The device was prepped according to the IFU and there were no anomalies noted during the prep of the device. The device flushed as normal. The target lesion was the left superficial femoral artery with no calcification and tortuosity. The rate of stenosis was 99 percent. A contralateral approach was made from the left femoral artery. The guidewire and complaint device were delivered to the target lesion without difficulty. The device crossed the lesion without difficulty and pre-dilatation was conducted with the complaint device and another device, however, thrombus was observed at the target vessel. The balloon inflated and deflated as normal. The device was inserted into the pt once and it is unk how many times the device was inflated. The device was easily removed from the pt. The physician attempted to aspirate thrombus using another device; however, thrombus could not be aspirated completely. The device was removed from the pt and a kink was noted 30cm from the hub. Another device was used and the procedure was completed successfully. There was no pt injury reported.

Manufacturer narrative:
The device is not expected to be returned. The investigation is currently in progress.